Event description:
The customer reported that they received erroneous creatine kinase (ck) and ion selective electrode (ise) potassium results when comparing the results from two different sample tubes from the same sample collection of the same patient. One tube was a serum tube and the other tube was a lithium heparin plasma tube. Both tubes were tested on a c501 analyzer. All results were reported outside of the laboratory. This medwatch will cover the ise potassium test. Refer to the medwatch with patient identifier (B)(6) for information related to the ck test. The serum tube initially resulted as 207 u/l for ck and 4.38 for ise potassium. No units of measure were provided for the ise potassium test. A clarification has been requested. The lithium heparin plasma tube initially resulted as 138 u/l for ck and 3.78 for ise potassium. The serum tube was repeated and resulted as 209 u/l for ck. The lithium heparin plasma tube was repeated and resulted as 146 u/l for ck. The lithium heparin plasma tube was repeated on (B)(6) 2015 and resulted as 134 u/l for ck. The field service representative replaced the gear pump head of the analyzer. It was noted that the gear pump head was in very good condition. The tubes were repeated after the gear pump head replacement on (B)(6) 2015. The lithium heparin plasma tube resulted as 138 u/l for ck and 5.01 for ise potassium when repeated on (B)(6) 2015. The serum tube resulted as 201 u/l for ck when repeated on (B)(6) 2015. The serum tube resulted as 200 u/l for ck and 5.37 for ise potassium when repeated for a second time on (B)(6) 2015. The patient was not adversely affected. The c501 analyzer serial number was (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The ise potassium patient results are lower in heparin plasma samples due to the different reference ranges for serum and plasma (serum: 3,5 - 5,01 mmol/l, plasma: 3,4 - 4,5 mmol/l).

Manufacturer narrative:
The units of measure used for the ise potassium test are mmol/l.